Event description:
Affiliate reports that the device needed to be replaced because of a shunt infection.

Manufacturer narrative:
Codman has requested the device for eval. Upon completion of the investigation, a f/u report will be filed.